Manufacturer narrative:
Please note that this device onyx trucor is not marketed in the united states; however, the device is deemed the same as the united states marketed device resolute onyx rx. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx trucor coronary drug eluting stent, stent deformation occurred in vivo during positioning/advancement. The target lesion was located in the ostium of the obtuse marginal (om) artery which exhibited moderate tortuosity, mild calcification and 90% stenosis. A 6f guide catheter was used to perform a cineangiography to view the coronary system. Negative prep was performed with no issues. The lesion was pre-dilated with a non medtronic balloon. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. The onyx trucor stent failed to cross the lesion and a strut was noted to be deformed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: annex d codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: one still image was received for analysis. The image depicts the distal section of an onyx trucor device held in a gloved hand. Deformation is evident to the mid-stent. Additional information: there were no issues noted with the medtronic 6f guide catheter. The 2.75x26mm onyx trucor stent was inspected prior to use with no issues noted. There were no issues reported with the onyx stents implanted in the patient. Correction: catheterization found that the left circumflex (lcx) had a large caliber with 90% stenosis in the mid part of the lcx. There was 99% subtotal occlusion in the proximal 1st obtuse marginal (om1) and timi 2 flow. The ramus was large caliber with 90% stenosis in the proximal to mid part with timi 2 flow. During the pci of the lcx/om1 and ramus, the lesion was engaged with a medtronic 6f ebu4.0 guide catheter, which passed with a non-medtronic wire to the distal part of the lcx and om1. The mid part of the lcx and omi were pre-dilated with a non-medtronic 2.0x20mm balloon at 16atm. The onyx trucor stent failed to cross the proximal om1 lesion. The ostial to proximal part of the om1 lesion was stented with a 2.75x34mm onyx stent at 16atm. The mid lcx was stented with a 2.5x12mm onyx stent at 14atm. The wire was redirected to the distal part of the ramus and poba was performed with a 2.0x20mm non-medtronic balloon at 16 atm at the proximal ramus. The ostial to mid ramus was then stented with a 2.75x34mm onyx stent to 16 atm. Final angiogram indicated a good result with timi 3 flow without in stent residual stenosis. Annex b code. Initial reporter name medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.